Event description:
Discrepant advia centaur xp tni ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient was administered heparin. There was no report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur xp tni ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient was administered heparin. There was no report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur xp tni ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient was administered heparin. There was no report of adverse health consequences due to the discrepant tni ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the broken wash 1 straw. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur xp tni ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient was administered heparin. There was no report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur xp tni ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient was administered heparin. There was no report of adverse health consequences due to the discrepant tni ultra results.